Event description:
A customer observed biased phyt results, when repeat testing a pt sample. Biased results were not reported to the physician. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.